Event description:
During baxter's evaluation of a spectrum pump, system error 105 was identified during the event history log review. There was no pt involvement.

Manufacturer narrative:
(B)(4). The device has been received by baxter for evaluation. The evaluation has not been completed at this time. A supplemental repot will be provided when the investigation is completed.